Manufacturer narrative:
(B)(4) (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the bone screw fractured during insertion, and the screw shaft remained in situ. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. The visual analysis of the returned device confirms that it is fractured at the head. Scanning electron microscopy (sem analysis) of the cortical screw sample showed evidence of reverse torsional overload. Device history records (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.